Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user awoke with a persistent high glucose over 400 mg/dl for more than 90 minutes after overtreating a prior low with candy before sleep, and the agent assisted with changing the cd infusion set and resuming insulin delivery with subsequent readings trending down; the event aligns with an improper or incorrect use procedure, and no specific device component was implicated. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, specifically failure to follow instructions, with no applicable component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.